Event description:
During the FDA daily pre-use checkout, the arkon anesthesia machine display unit displayed a fresh gas mixer error and failed the checkout. The faulty machine was removed from service until the gas bench was replaced / tested / cleared by biomed.